Event description:
During acl repair a guidewire broke, leaving 14mm unretrieved in the femoral tunnel. There was a minimal surgical delay as back-up devices were available to complete the surgery. There was no further procedural complications or injury to the patient reported.